Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va13kdp, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that in (B)(6), she was not feeling stim in her bicycle seat but more in her side, so she went to healthcare provider (hcp) for x-ray of problems and they saw the lead was in the wrong place and the battery had flipped. The hcp replaced the lead and sutured the implantable neurostimulator (ins). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va13kdp implanted: (B)(6)2016 explanted: (B)(6) 2016 product type lead. Code (B)(4) applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported that the patient's ins battery flipped and that their "wire was defective" and clarified that their hcp thought the wire had "fractured." Patient reported that the hcp moved the ins battery into a mesh bag, sutured the ins into a new position, and put a new wire in. There were no further complications reported.